Event description:
It was reported that during a da vinci s left liver resection procedure, when the surgeon observed a flame coming from the permanent cautery hook instrument while dissecting tissue. The instrument was immediately removed and the planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported. Late reporting of this medwatch report is due to a processing oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a section of wire within the wire within the conductor cap has damage to the black insulation. The bare wire is exposed, creating a path for arcing. The segment that includes the bare wire sticks out of cap when hook is yawed over to one side. Engineering evaluation also found char marks and tube damage. The proximal clevis exhibits char marks and localized melting on one side and the charring appears to initiate on the clevis ear, adjacent to tungsten drive cable. Engineering concluded that damage to the wire damage likely contributed to arcing at the clevis. The distal end of the main tube has a scratch mark that exhibits light material removal. The scratch is .300 in length and is not aligned with the tube axis. Engineering concluded that damage to the main tube is likely due to misuse/or mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2012 isi contacted the distributor (initial reporter) of this event. The initial reporter indicated that there was no injury to the patient. The initial reporter indicated that the site used a valley lab electrical surgical unit (esu) and that the esu setting was 17. The initial reporter indicated that the patient was released from the hospital 4 days postop and that the patient did not experience any post-surgical complications as a result of the reported event. The initial reporter indicated that it is the surgeon's belief that damage to a wire on the permanent cautery hook caused the reported event. The initial reporter indicated that the planned surgical procedure was not recorded.